Event description:
It was reported that the patient came in to have the abutment screw tightened and it broke. Screw removal was unsuccessful, and the implant had to be removed. Tooth site #14. The site was grafted with allograft together with original implant placement.

Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Concomitant medical products: dental implant, imp,tsv,6.0,10,mtx,mg, lot number 1241826.

Manufacturer narrative:
This report is being submitted to report additional information. Customer confirmed that the catalogue number is mhlas. The following sections are being reported: d1: brand name d4: catalog number h2: if follow-up, what type h10: additional narratives/data if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one screw for evaluation and one implant. A visual evaluation was performed, there was bone debris on the implant external threads. The implant had scratches on the implants internal hex. A fractured screw was identified inside the implant. This complaint refers to the screw. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did occur. The screw was fractured inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.